Event description:
It was reported by the clinical engineer that (1) tsw45 instrument was used in an unknown procedure, reloaded and used three additional times without difficulty. On the fourth reload the instrument stapled but would not cut. Another instrument was used to complete the procedure with no consequence to the patient.